Manufacturer narrative:
The analyzer serial number is (B)(6). The customer suspects an interfering substance in the patient sample. The investigation is ongoing.

Event description:
There was an allegation of questionable alp2 alkaline phosphatase acc. To ifcc gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial alp2 result was <3 iu/ml. The sample was repeated and the same result was obtained. A new sample was collected the next day and the result was 155 iu/ml. The result of 155 iu/ml was deemed correct as it matched the patient's previous result.

Manufacturer narrative:
The qc recovery data provided was acceptable. The investigation did not identify a product problem. The root cause of the event could not be determined.